Manufacturer narrative:
Evaluation, results: related to operational context (most likely due attempted use of the device during the procedure). Conclusion: operational context (most likely due attempted use of the device during the procedure). (B)(4).

Event description:
It was reported that a physician was using a 2.25mm diameter x 14mm length integrity rx bare metal stent to treat a lesion in the lad of a patient reported to exhibit moderate calcification and moderate tortuosity. The integrity device was prepped with no issues noted and passed negative prep prior to use. The lesion was pre-dilated with a non mdt balloon and the integrity stent was placed at the lesion with no issues however the balloon failed to completely inflate at 10 atm on the first inflation. There were no previously deployed stent in the lesion and no excessive force was used. No patient injuries or other sequelae were reported for this event. Device evaluation: the stent was positioned between the marker bands as per specifications and was not damaged. Blood was present inside the inflation lumen and balloon. During the analysis, the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal shaft, confirming the presence of a leak. The distal inner and outer shafts were longitudinally torn for 3.7cm running distally from the exchange joint. The tear was jagged and protruding outwards.